Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A2: patient is pediatric age. D10: complainant part is not expected to be returned for manufacturer review/investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Device history lot: part/lot (209.670s/108553030) combination are unknown at synthes gmbh, no DHR review possible. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date in 2019, it was difficult to remove the screw from the left hip despite the right position of the head screw and the use of several screwdrivers (full cannulated). The screw head was damaged and the decision to discontinue was made because of the risk due to bone fragility. The device is not available because still implanted. No further information available. Concomitant device reported: unk - screwdriver (part# unknown; lot# unknown; quantity 2) unknown screw (part# unknown, lot# unknown, quantity 1). This is report 1 of 1 for (B)(4). This (B)(4) captures the intra-operative event wherein the screw head was damaged upon removal and impossible to remove while (B)(4) captures the post-operative event due to left hip epiphysiolysis.